Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 03.616.048, lot number 6436718). The subject device was returned for the complaint of no longer holding rods. The rod introducers are part of the mis instrumentation for the matrix spine system. The instrument allows for articulation of the mis rod for proper placement on the pedicel screws per the technique guide. The returned introducer did not contain any cracks at the tip typically seen on instruments no longer able to hold rods. Functional testing was performed using a minimally invasive curved rod, part number 04.651.300, lot number 3581700, and it was found that the introducer held the rod rigidly. If the rod was not inserted correctly or the brake handle was not being squeezed, the rod would not be held as needed for insertion. The complaint condition could not be replicated and so the complaint is unconfirmed. As previously reported the device history record review for lot 6436718 revealed one non-conformance report. The parts with an oversized dimension were dispositioned as ¿use as is¿ by pd with a rationale stating that ¿the total out of tolerance is very small relative to the feature size and will not otherwise impact the function of the instrument.¿ it is unlikely these issues contributed to the complaint condition since the returned device was able to hold rods as intended. A root cause could not be determined. The instrument was tested and was found to hold rods as intended. The cause of the complaint is unknown and no design issues were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, and subsequent inspection of additional equipment, that two (2) matrix spine system rod introducers were no longer holding the rod. It was confirmed that there was no harm reported to the patient and no delay in surgery occurred. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes manufacturing location was discovered upon receipt of subject device. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review for part #03.616.048 lot#6436718, release to warehouse date: january 25, 2011, (B)(4). (B)(4) was written for stock eval (B)(4) for part#03.616.048 lot#6436718 for 1 part failing stock evaluation (B)(4) (lot#6436718) and 1 part failing stock evaluation (B)(4) (lot#6486626). The 2 nonconforming parts were scrapped. (B)(4) was written for stock eval (B)(4) for part#03.616.048 lot#6436718 for missing springs on (B)(4) parts and oversized diameter on (B)(4) parts. The (B)(4) nonconforming parts were returned to supplier and only the (B)(4) conforming parts were accepted. Suppler rework form was written for stock eval (B)(4) for part#03.616.048 lot#6436718 for (B)(4) parts. Rework details "disassembled by drilling out pivot pin and hinge pin. Replaced part #03.616.048.011, compression spring around cross shaft. Verified fit per al03.616.048 assembly instructions." The (B)(4) parts passed inspection and were released to warehouse on 5/11/11. (B)(4) was written for stock eval (B)(4) for part#03.616.048 lot#6436718 for (B)(4) parts failing pull test and (B)(4) parts with oversized gap. The (B)(4) nonconforming parts were scrapped and only the (B)(4) conforming parts were accepted. (B)(4) was written for stock eval (B)(4) for part#03.616.048 lot#6436718 for hook and disc features and oversized "a" width and "x" width features. All (B)(4) parts were disposition use as is with a rationale memo from product design. The issues noted in aforementioned ncrs possible relate to the complaint condition of "matrix spine system rod introducers were no longer holding the rod" as their relationship cannot be definitively ruled out. Review of the device history record(s) showed that there were possible issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.